Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's pain stim was not working and that they would like to locate a new doctor to help them. Follow-up was conducted. No patient complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the last charging system was left on a plane. The patient received a new one, but it didn't work, which was what they meant by saying the pain stim was not working. The cause was not determined and nothing was done to resolve the issue.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.